Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 1 patient tested for elecsys insulin (insulin) on a cobas 8000 core unit. Insulin results were obtained from a fasting sample, a sample 1 hour after the fasting sample and a sample 2 hours after the fasting sample. The insulin results from the fasting sample and the sample 2 hours later were discrepant. The initial insulin result from an aliquot of the fasting sample was 0.523 (unit of measure not provided). This sample was repeated and the result was 6.93. During the processing of this sample, a procell/cleancell short alarm was displayed. It was discovered that there was no filter in the set of cleancell. The initial insulin result from an aliquot of the sample 2 hours later was 0.560. This sample was repeated and the result was 13.57 with a data flag. The primary tube was run and the result was 13.43 with a data flag. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The insulin reagent lot number was 269702. The expiration date was not provided. Calibration and qc were within the acceptable range.

Manufacturer narrative:
The insulin reagent expiration date was feb-2019. Multiple sample-related messages were observed in the customer's alarm trace data. The field service engineer (fse) visited the customer site and no issues were identified during a hardware check. Fibrin strands were present in the sample. Based on the qc data, a general reagent issue can be excluded. Based on the information provided, the investigation was unable to find a definitive root cause.

Manufacturer narrative:
The insulin unit of measure was uu/ml.